Event description:
The account states the bed's head section is not going up.

Manufacturer narrative:
The tech found the solenoid valve for head hi/low was defective. He replaced the solenoid valve to repair the bed.